Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device check up the right ventricular (rv) lead was observed with increased thresholds, and remained in use. During subsequent device follow up check the rv lead was observed with slowly increasing thresholds and remained in use. It was later reported that during follow up check, the rv lead threshold and impedance was observed with drastically high impedance, high threshold and exhibited partial lead fracture. The rv lead was capped, remains in patient and replaced. No patient complications have been reported as a result of this event.